Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se ran the ventilator for an extended period to confirm the accurate volumes were being delivered. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the volumes being delivered on a 980 ventilator were fluctuating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.